Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and, upon receipt, a supplemental report will be submitted accordingly. Referenced article: bleeding after lvad implant: if things do not add up, take a look! Innovations: technology and techniques in cardiovascular and vascular surgery, september-october 2021; 16(5):(B)(4). Doi: 10.1177/15569845211042369. E-publication date: (B)(6) 2021. Pmid: (B)(4). Additional information has been requested regarding the cause of the events, device serial numbers and patient demographic data, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article was a case report regarding an unusual cause of post-operative bleeding post-vad implantation. The patient initially developed intra-operative coagulopathy during vad implantation with concomitant aortic valve replacement (avr), requiring further surgical packing and observation in the operating room (or). In the intensive care unit (ICU) following surgery, the patient experienced persistent high chest tube blood output, despite normalized coagulation studies. Clotting factor medication did not resolve the issue and, by the second post-operative day, the patient developed right ventricular failure evidenced by increased central venous pressure, heart apex fullness on chest x-ray (cxr) and rising serum creatinine levels. The pump exhibited low flows. Surgical re-exploration was performed, which revealed blood oozing from the vad pump housing where the two halves were joined. Bone wax was pressed into the housing along with surgical adhesive, which achieved hemostasis. It was noted the patient¿s hemodynamic status improved. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and, upon receipt, a supplemental report will be submitted accordingly. Referenced article: bleeding after lvad implant: if things do not add up, take a look! Innovations: technology and techniques in cardiovascular and vascular surgery, september-october 2021; 16(5): 488-490. Doi: 10.1177/15569845211042369. E-publication date: 2021 oct 3. Pmid: 34605310. Additional information has been requested regarding the cause of the events, device serial numbers and patient demographic data, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article was a case report regarding an unusual cause of post-operative bleeding post-vad implantation. The patient initially developed intra-operative coagulopathy during vad implantation with concomitant aortic valve replacement (avr), requiring further surgical packing and observation in the operating room (or). In the intensive care unit (ICU) following surgery, the patient experienced persistent high chest tube blood output, despite normalized coagulation studies. Clotting factor medication did not resolve the issue and, by the second post-operative day, the patient developed right ventricular failure evidenced by increased central venous pressure, heart apex fullness on chest x-ray (cxr) and rising serum creatinine levels. The pump exhibited low flows. Surgical re-exploration was performed, which revealed blood oozing from the vad pump housing where the two halves were joined. Bone wax was pressed into the housing along with surgical adhesive, which achieved hemostasis. It was noted the patient¿s hemodynamic status improved. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information. A1, a2, b3, d4, d6a, g2, g3, h4, h10. This event is a duplicate of a previously-reported event. Prior 3500a regulatory report #: 3007042319-2020-07454; follow up # 001, 002, 003. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.